Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') and allergy to metals ('nickel allergy') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), arthralgia ("arthralgias"), asthenia ("asthenia"), otorrhoea ("ear discharge"), migraine ("migraines") and rhinitis ("rhinitis"). The patient was treated with surgery (bilateral salpingectomy and essure removal under general anaesthesia). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, arthralgia, asthenia, otorrhoea, migraine and rhinitis outcome was unknown. The reporter considered allergy to metals, arthralgia, asthenia, migraine, otorrhoea, pelvic pain and rhinitis to be related to essure. The reporter commented: ablation of the device at the patient's request. Sample was not available for analysis. Essure lot number/serial number: unknown. The events started after the essure placement. There was no information concerning the whole symptomatology improvement following essure removal. Improvement of pelvic pain but pelvic pain occurred again in (B)(6) 2017. No other consultation after that time. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') and allergy to metals ('nickel allergy') in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), arthralgia ("arthralgias"), asthenia ("asthenia"), otorrhoea ("ear discharge"), migraine ("migraines") and rhinitis ("rhinitis"). The patient was treated with surgery (bilateral salpingectomy and essure removal under general anaesthesia). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, arthralgia, asthenia, otorrhoea, migraine and rhinitis outcome was unknown. The reporter considered allergy to metals, arthralgia, asthenia, migraine, otorrhoea, pelvic pain and rhinitis to be related to essure. The reporter commented: ablation of the device at the patient's request. Sample was not available for analysis. Essure lot number/serial number: unknown. The events started after the essure placement. There was no information concerning the whole symptomatology improvement following essure removal. Improvement of pelvic pain but pelvic pain occurred again in (B)(6) 2017. No other consultation after that time. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.